Event description:
In the month of (B)(6) 2018 the left breast (for no apparent reason) was filled with liquid, presenting pain in the body and fever. One month after receiving antibiotic treatment, I started to feel pain in my hip (left side) that intensified more and more. On some days I controlled with common analgesics for no apparent reason I did a gynecological exam. Full abdominal ultrasound, visit orthopedist, perform endoscopy and colonoscopy study (all this in the last year from of breast infection). In addition and as a follow-up to the problem of the left breast, perform breast ultrasound in the month of (B)(6) 2019. Where liquid no longer appeared around prosthesis but, the presence of a nodule in the right breast so, I was indicated protocol of follow-up with review every six months over a period of 2 years. The next follow-up ultrasound that should be done in the month of (B)(6) 2019, I couldn't do it anymore because by the scheduled date external rash began to appear in the right breast that were increasing in quantity and size as the days went by, so I went to a dermatologist whose diagnosis was "pityriasis rose" and indicated ingested anti-allergy (3 types every 8 hours) plus anti-inflammatory and topical antibiotic. However, the disease began to develop atypically, concentrating with greater intensity and perfectly in the right breast causing pain and acute burning with sensation and appearance of a second degree burn in the breast with general discomfort (dizziness and weakness in lower and upper extremities). General blood test showed no presence of infection only ranges very high allergy (eosinophils) despite having approximately 15 days of being under strong allergy treatment so it was indicated by the dermatologist single dose of corticosteroid. Given the strange and perfect form of "allergy" concentration on the breasts and suspects that the implants had something to do, I began to investigate taking the terrible surprise of existence of bii and alcl that described many of the symptoms and conditions that had been presenting since approximately 5 years ago and with greater intensity in the last year. To my suspicion that the implants were causing me problems of health that had no explanation went to the plastic surgeon who accessed to remove them without question and with astonishment in front of the physical state of my breasts. It should be noted that before these prosthesis I had others of the same brand· (textured silimed) and were replaced by the latter by accumulation of fluid around implants, contracture, deformity and breakage, that is to say I had this type of prosthesis during the last 15 years and during all that time I had to attend therapeutic neurologists and physical therapy to treat inflammation and pain in the back and neck. Additionally, with following conditions: digestive "problems" (inflammation) ruled out in colonoscopy study, excessive hair loss, weakness in some of feet and hands (dryness and fungus), pain in the hip, arms, elbows and forearms, extreme fatigue, numbness in upper limbs and lower, feeling of high head pressure (my pressure is low), allergy to certain makeup pigments (not before), dryness and permanent redness in eyes. It is important to note that all my life I have led a very tidy and healthy lifestyle without any kind of excesses (healthy eating, regular exercises, without consumption of cigarettes, drugs or alcohol). I don't use any kind of medicines or narcotic to date I still have symptoms of joint pain in hip, arms, elbows and forearms, dry eyes, hair loss, dryness in some etc. And I have pending specialized studies to discard and I find myself willing to present evidence and perform any type of study or interview. I have in my possession the recently removed prosthesis and photographs that I am willing to share. Epicrisis (B)(6) 2012 where the implants are now removed, as well as previous implants of the same brand in poor condition (broken, deformed and contracted); pathology report (B)(6) 2019.